Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient programmer wasn't working properly as it ¿wouldn't do anything.¿ the consumer stated that the programmer wouldn't communicate with the patient¿s implantable neurostimulator (ins). It was confirmed that they weren't seeing the ¿poor communication¿ screen. The consumer reported that the patient programmer screen was blank and that it would intermittently communicate. Once the programmer would communicate with the ins, the patient was unable to turn the ins on or off. The consumer stated that they had been using the recharger to turn stimulation on and off. It was also reported that the patient wasn't getting stimulation where they needed it in their legs and back. Troubleshooting was not possible at the time of the call as the consumer didn't have the programmer with them. It was noted that the issue started about a month prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that they did not receive a replacement programmer. A replacement programmer was sent. No further complications were reported as a result of this event.